Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of lead noise. Isometrics were not able to reproduce the noise. A lead fracture was suspected. The patient was seen for a revision procedure where the pace/sense portion of the lead was surgically abandoned and replaced. There were no adverse patient effects reported.